Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had twiddled their implantable cardioverter defibrillator (ICD) causing their right ventricular (rv) lead to dislodge. Surgical intervention was performed and the rv lead was explanted and replaced. This ICD remains in service with the new rv lead. No additional adverse patient effects were reported.